Event description:
It was reported during a surgical procedure that smoke was observed from the eiwe-pkfl, the surgeon removed working element, and significant charring was visible on working element and single use bipolar cord. The surgeon used another working element, bipolar cord and electrode to complete the procedure.

Manufacturer narrative:
Visual examination of the working element finds charring/carbon deposits on the inside of the actuator block coincident to the area where the cord attaches to the electrode. Also returned with the working element is the supersect cord and button electrode. The distal end of the electrode is burned. All other functions of the working element are working as intended. The actuator block was inspected and meets all dimensional and functional specifications. The charring/carbon deposits on the actuator block and electrode are a symptom of an incomplete assembly or mis-assembly of the electrode to the supersect cord. The electrode and cord are being evaluated under another complaint. The mfg pfmea was reviewed and noted to contain an assessment of the electrode not locking in place. The controls for prevention are contained within mfg inspection for dimensional and functional features. Since the eval of the returned device determined that all features and functionality are within spec, this relationship is ruled out.